Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, the valve dislodged upon full release. A snare was inserted and used to position the paddle of the valve on the greater curvature of the aorta, and the valve was pulled up to the area around the brachiocephalic artery; however, the diameter of the vessel was large, so the valve could not be fixated due to the patient¿s blood pressure. The physician felt that manipulating the valve further risked an ascending aortic dissection. A new valve and delivery catheter system (dcs) were prepared and inserted. It was attempted to fixate the dislodged valve on the outflow side of the second valve; however, due to the position of the initial valve, the system was not able to advance. The second system was withdrawn. The dislodged valve was pulled with the snare and placed around the brachiocephalic artery. A 23 millimeter (mm) non-medtronic transcatheter aortic valve was implanted without issue.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: d. Suspect medical device: full UDI #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, the valve dislodged upon full release. A snare was inserted and used to position the paddle of the valve on the greater curvature of the aorta, and the valve was pulled up to the area around the brachiocephalic artery; however, the diameter of the vessel was large, so the valve could not be fixated due to the patient¿s blood pressure. The physician felt that manipulating the valve further risked an ascending aortic dissection. A new valve and delivery catheter system (dcs) were prepared and inserted. It was attempted to fixate the dislodged valve on the outflow side of the second valve; however, due to the position of the initial valve, the system was not able to advance. The second system was withdrawn. The dislodged valve was pulled with the snare and placed around the brachiocephalic artery. A 23 millimeter (mm) non-medtronic transcatheter aortic valve was implanted without issue. Additional information was received to report the patient had "advanced mineralization" on the non-coronary cusp (ncc) and a pre-implant balloon dilation was performed. Valve deployment was started at the bottom of the pigtail catheter. The valve was fully deployed at an implant depth of 4mm on the ncc and 5mm on the left coronary cusp (lcc). Following dislodgement, the implant depth was -3mm on the ncc and -3mm on the lcc. It was noted the mineralization contributed to the valve dislodgement. Previously documented information was corrected to report a second medtronic system and valve were not attempted.